Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely error code b30 occurred due to due to a connector failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the video system center contact is poor at the connector part. The event occurred during preparation for use, prior to a diagnostic procedure. A similar device was used to complete the operation. During a standard service inspection of the customer returned device, a b30 error was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, a b30 error was noted. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.